Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported bilateral renal artery angioplasty and stenting, occlusion of the upper pole right renal artery. Additionally there was evidence to reasonably support the following observations; at implant an intraoperative stent migration of the right iliac limb where an additional limb was placed, at implant an intraoperative type 1b endoleak resolved with an additional limb extension, and at one month post implant the patient had recalcitrant hypertension. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is seems to be suboptimal proximal stent graft placement. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and initial device placement. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two infrarenal aortic extensions on (B)(6) 2012. During the initial procedure the placement of the proximal extension was suboptimal and placed higher then intended. On (B)(6) 2012 the suboptimal placement of the proximal extension led to stenosis of the right renal artery. The physician elected to complete angioplasty and place one non-endologix stent in right renal artery lower pole and a non-endologix stent in the left renal artery lower pole. The physician also identified the an occlusion of the right renal artery upper pole. The patient was stable following the procedure.